Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 263 (mg/dl). An injection was administered to treat bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change the infusion site and monitor bg levels.